Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, 3 mitraclips were successfully implanted. Although the mr remained unchanged post procedure. On (B)(6) 2026, the second clip had single leaflet device attachment(slda) from the posterior leaflet. Recurrent mr of grade 3 was reported. Additional clip was deployed to stabilize the slda clip. There was no clinically significant delay reported.